Manufacturer narrative:
The reported complaint of plunger tip separation was confirmed on one out of the two returned used. List #46115-39 sets. During visual inspection, the plunger was found detached from the plunger tip on one of the two sets. The plunger tip of the safeset reservoir was separated and unable to be pulled back. The probable cause of the detached plunger tip from the plunger is due to the clips not being fully inserted or engaged into the mating component during the manufacturing.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event occurred on an unknown date involving a transpac¿ it monitoring kit, 84" safeset reservoir, 2 blood sampling port, 3ml flush device, un-bonded macrodrip. It was reported that during use on a patient the right radial arterial line tubing disconnected from a fused point next to the plunger causing arterial blood to back up out of the art line kit, cracked off, broke complete apart from the suction part of the syringe and onto the floor. There was patient involvement and delay in therapy. There was no patient harm. This is the first of two events.